Event description:
It was reported that (3) tct75 were used during a esophagogastrectomy procedure. It was reported by the rep that the surgeon fired the first tct75 twice and then it locked out on the third firing. The next two tct75's locked out. The surgeon finished the case with a competitor. There was no consequence to pt.